Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient underwent the implantation of bard and tsl products including pelvicol collagen matrix. No clarification provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, cystoscopy, urethrotomy, vaginotomy, urethrolysis, colonoscopy, incidental cystotomy, stp, tah/bso, burch, sacral colpopexy, paravaginal defect repair, rectocele repair complicated by vvf, mesh erosion; due to sui, pop, uterine prolapse, cystocele, rectocele, weakness of rectovaginal septum, hematuria, and foreign body in soft tissue. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with revision/removal of previous mesh and excision of soft tissue from perineum. The patient underwent vvf repair on (B)(6) 2008 and abdominal vesicovaginal fistula repair. On (B)(6) 2008, the patient had vaginal excision of mesh and vaginal excision of mesh atypical. On (B)(6) 2012, the patient had vaginal excision of vaginal urethral sling. It was also reported that the patient underwent suprapubic discomfort- s/p surgical bladder repair on (B)(6) 2012. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and other. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced urinary frequency with leakage, stress incontinence, vaginitis and vulvovaginitis, incomplete bladder emptying, nocturia and vaginal irritation (B)(4).